Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment confirmed the reported event the type ii endoleak (ima) which is most likely anatomy related. The narrowing of the right external iliac limb stent is unconfirmed due to a lack of relevant imaging; however, the tortuous nature of the artery could have contributed to this event. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system and an additional ovation ix iliac limb (right side) were implanted to treat an abdominal aortic aneurysm. Reportedly, the device landed as intended, there was no twisting, and the aneurysm was successfully sealed. At the routine follow-up, approximately one month post op, narrowing of the right external iliac limb and a kink at the right iliac limb, as well as a type ii endoleak from the lumbar were identified. Re-intervention was completed. Reportedly, the patient did not have gradient across the limb; however, a non-endologix balloon expandable stent was placed for cosmetic reasons. The patient was discharged the same day with no issues.